Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: when the nurse accessed the port, left chest, there was brownish fluid that came back in the tubing. The patient reported experiencing pain with flushing. The port needle was changed to a longer one with similiar results. It was confirmed that the needle was definitely in the port. The nurse wasable to flush it and the patient denied any pain at this time. The patient was laid back to try different positions to get a blood return and it was noted that she seemed to have some swelling on that side of her chest and they were not able to get a blood return. The port was removed and replaced on (B)(6) 2017. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a smartport. Visual inspection of port performed using magnification. The port was received with the blue boot attached to the catheter and connected to the port outlet tube. The catheter tubing was attached to the port at approximately the 1cm mark; distal tip end of the catheter tubing was at 19cm mark. A slice in the catheter tubing was observed between the 7-8cm marks. The catheter tubing near the slice appeared flattened. No damage or manufacturing non-conformance's observed during visual inspection of the port. The customer's reported complaint description is confirmed for a slice/crushed in the catheter tubing. The port was returned with catheter tubing attached. The tubing contained a slice between the 7-8cm markings, approximately 5-6cm from the port housing. The appearance of the slice in the tubing was crushed but not detached. This type of failure and its location from the port are consistent with "pinch-off, syndrome", flex failure. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The likely root cause of this failure is "pinch off syndrome". The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". The instructions for use, which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).